Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation of the device to determine root cause, the technician observed evidence of extensive internal water damage. Water was found inside the compressor assembly, the manifold assembly and the smart pneumatic module board. The device was determined to be unrepairable due to the severe water damage and was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.